Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, recurrent mitral regurgitation, delay, surgical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapsed posterior. On (B)(6) 2020, two clips (00429u251, 00623u268) were successfully deployed, reducing mr to 1. Then on (B)(6) 2020, one clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4 and causing tissue damage. The patient remained hospitalized awaiting surgery. The physician stated the slda was due to a combination of fragile leaflet and tension created by the clip. The other clip remains stable on the leaflets. On (B)(6) 2020, the patient was successfully treated with surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was caused by a combination of pre-existing patient anatomy and procedural conditions. The tissue damage and mitral regurgitation (mr) were outcomes of slda. The reported patient effects of tissue damage and mr, as listed in the mitraclip ntr/xtr system instructions for use, are known possible complications associated with mitraclip procedures. The hospitalization and surgical procedure were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.